Manufacturer narrative:
The device was returned to a certified zoll service provider for evaluation. The customer's report was determined to be a result of the customer attempting a software update. An older user configuration was loaded onto the device following the upgrade that corrupted the configuration. The configuration was restored to the default settings to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The malfunction was duplicated and the monitor board was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.